Manufacturer narrative:
No patient information provided as no patient was involved in this concern. D4) unique device identification (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the j7 connector for the imaging system was not operating as designed, resulting in sufficient charging of the batteries. It was reported that replacing the j7 connector restored functionality. The imaging system then passed the system checkout and was found to be fully functional. No components have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a low battery message when starting up. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The motor battery charger for the imaging system was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.